Event description:
It was reported that there was a volume discrepancy; the actual reservoir volume was 15ml and the expected reservoir volume was 3ml. This was noted during a routine pump refill. Device troubleshooting was performed. The pump roller study was done x 2 due to the first bolus not being enough. The second bolus programmed confirmed appropriate roller movement. During the catheter dye study, it was reported that the physician aspirated the catheter first and then injected omnipaque 240. A catheter kink was initially questionable; however, further evaluation with contrast revealed it, catheter placement and function. During device troubleshooting, the patient reported feeling chest numbness, shortness of breath/difficulty breathing and was unable to move her legs. The patient was taken to the hospital for evaluation. The pump was programmed to a stopped infusion mode. The patient outcome was reported as "stable and able to move normally". The pump was used to deliver morphine, bupivicaine and baclofen. Additional information has been requested from the hcp, a follow-up report will be sent if additional information becomes available.